Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The hydrus microstent presumably remains in-situ and is not available for evaluation. Device identifiers, additional event and patient information have been requested and not yet received as of the date of this report. The reporting surgeon however did consult with an expert and based on communication received from the consultation, tips to avoid a misplaced device and difficulty placing were discussed as well as a recommendation for removal of the device. Cyclodialysis cleft, device migration, and malposition are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).

Event description:
A patient who underwent hydrus microstent implantation on an unknown date presented with a cyclodialysis cleft on postoperative day one. The hydrus reportedly shifted out of schlemm¿s canal, diving downwards towards the pupil. Canaloplasty was also performed at the time of the event, there was no copious heme present at the time of either procedure.